Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. A service history review revealed that there has been no previous service history for the device. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event. The hp was in drain three of five with a drain volume (dv) that equaled 3534ml. The technical service representative (tsr) reviewed the program with the hp and instructed the hp to check whether the transfer set was open or closed. The dv was at 3601ml and after an unrelated alarm climbed to 3843ml. The hp stated that they felt empty and the tsr assisted with the next steps in therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.